Event description:
It was reported that during a 3 month follow-up for a transvaginal procedure, the pt experienced a vaginal yeast infection. The physician perscribed tarazol cream and the problem was resolved. No product will be returned as the device is still in the pt.